Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but no image was obtained due to the severe calcification of the lesion, and the catheter was found to be bent. The procedure was completed with another of the same device. The patients condition was good, and no complications were reported. However, device analysis revealed that the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the imaging window was twisted at the distal section, and that there was a break in the drive and coaxial cable beginning 26.20 cm from the distal end of the connector shaft. Microscope inspection showed a broken drive shaft and imaging core windup within the telescope section of the device. Impedance testing showed an electrical open at the proximal end of the catheter.